Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca). The patient detailed that the alleged issue first began on (B)(6) 2018. The patient obtained an alleged glucose result of 309mg/dl on the subject meter compared to 198mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages his diabetes with insulin (self-adjuster) and consumed less food and /drink in response to the alleged product issue. The patient stated that five and a half hours after the alleged product issue began he developed symptoms of ¿shaky and sweaty¿. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain a result. The patient carried out the correct testing steps. The reporter confirmed that the test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being ruled-out as a reportable event based on the following conclusions: based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury adverse event. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method.